Event description:
It was reported that the wake button of the device was less responsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.